Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information - the reason for the revision that was done on (B)(6) 2014 was system replacement due to the pump was nearing end of life.

Event description:
It was reported a pseudomeningocele and cerebrospinal fluid leak (csf leak) occurred from the (B)(6) 2014, pump and catheter revision. Signs and symptoms included leaking clear fluid from the abdominal incision. The healthcare provider (hcp) re-taked the broken stitch at the tie down location that was holding the catheter placed on (B)(6) 2014. An abdominal x-ray was performed on (B)(6) 2014 and the visualized portion of the tubing was without a visible kink or discontinuity, the pump overlaid the right sacroiliac joint, and there was no evidence of tubing entering the spinal canal. A (computerized tomography) CT scan without contrast was also performed on (B)(6) 2014 and there was no tubing interruption; tubing extended through a fluid collection. Another x-ray was performed on (B)(6) 2014 and showed the pump, catheter, and tubing was intact. The etiology was possibly related to the implant procedure. It was noted the patient resolved without sequelae on (B)(6) 2014. The pump was being used to deliver baclofen.